Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "bone transport struts cut to transition to bone lengthening. After the cut below they piece could not get extracted. Case type: bone transport docking. Requesting further information on piece left in patient." The case was delayed by 20 minutes.